Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was broken had slight color deviation. The event occurred during a therapeutic laparoscopic surgery, which was completed. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the issue occurred during therapeutic laparoscopic procedure. The intended procedure was completed.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer protective layer of the universal cord is broken. / light bundle in the insertion section is slightly interrupted or weakened. Based on the results of the investigation, it is likely that the issue reported occurred due to the outer tube was damaged by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.